Manufacturer narrative:
Additional information: h6. A review of the session records by technical support and abbott engineering was performed, and revealed the event of incorrect at/af burden was confirmed and is due to an incorrect software requirement for calculation of percentage when the brady diagnostics were cleared more than 52 weeks prior to the interrogation. The issue can be resolved via clearing the brady diagnostics. The results of the investigation are inconclusive as the device is not returning for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, a diagnostic error was observed. The atrial tachycardia (at) and atrial fibrillation (af) burden diagnostic showed 26% since september 2019; however, it is suspected that this diagnostic information was incorrect . No intervention was performed. The patient was stable with no adverse consequences.